Event description:
It was reported the customer had a hypoglycemic event. The customer's blood glucose declined to 40 mg/dl. The customer stated their low blood glucose was caused by their weight fluctuation and incorrect programming on their insulin pump. The customer treated their blood glucose with food and juice. Customer's blood glucose reached 153 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.